Event description:
It was reported that during a lap cholecystectomy procedure, harmonic scalpel did not pass the initial instrument test after multiple attempts to troubleshoot (blade visible cracked). A second instrument produced intermitted tones. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device a was returned with the blade scratched and cracked. B-form staples were found to be embedded on the tissue pad, evidence that the blade had been in contact with another metal. The device was tested with a generator and an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Due to the damage to the blade, it was confirmed that the device was non-functional. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized, and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks, and the blade further cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The analysis results found that the device b was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was "incomplete pre run or user initiated test" and "damaged blade". The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.